Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a varipulse¿ bi-directional catheter and the patient experienced pericardial effusion that required pericardiocentesis. Routine ice (intracardiac echocardiography) screening revealed the effusion, right after transseptal access had been obtained. No ablation had been performed at that point. The procedure was continued with the issue. At the end of the procedure, the physician decided to treat the effusion since it had grown in size. Pericardiocentesis was performed. The patient was stable. It was noted that the vizigo sheath was not in the body when the effusion was discovered.